Manufacturer narrative:
Jan 2019 bimonthly asr report. Exemption e2013025. The total number of events for product classification code pah is 5. Qty 3- ajust adjustable single incision sling (5-pack). Qty 2- ajust adjustable single incision sling (single). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Attachment: [(B)(6) e2013025 jan 2019 bimonthly pah.xlsx]. H3 other text: sample not received.

Event description:
Jan 2019 bimonthly asr report.